Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 367 mg/dl. The user alleged the insulin pump was over delivering insulin due to blood glucose started to drop down due to possible over delivery. Customer stated that her pump was saying low reservoir. Customer stated she put in about 120 units and looking at her reservoir its showing nothing in the reservoir. Customer was concerned that she inserted all of the insulin into her body. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.